Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log confirmed the reported high drain alarm. The device was determined to meet functional and electrical performance specification. Functional testing did not identify any malfunctions that could have caused the reported problem. The cause of the high drain alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The fill volume was set to 1800ml and the ultrafiltration for cycle five was 2165ml. There were no bypasses or manual drains. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No adverse event was indicated in association with this report. No additional information is available.